Event description:
It was reported that the patient faced infusion set tubing detachment on (B)(6) 2026 and the tubing came apart. The location of detachment was at abdomen. The infusion set was used for one day.

Manufacturer narrative:
Name - medtronic minimed. Street - 18000 devonshire street. City - northridge. State - ca. Zip code - 91325. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380. E1: patient city: (B)(6). Patient country: (B)(6).